Event description:
Reporter alleged that the power plug appeared to have experienced an electrical short. The prongs are blackened and there is some plastic melted around the prongs. No adverse event was reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.